Manufacturer narrative:
On (B)(6) 2026, the patient reported skin irritation while using the mcot device with flexwire configuration. The patient experienced general redness, itching, rash, and blisters/welts. The electrode lot number associated with the irritation is 250226-0373. The patient sought medical treatment for the skin irritation and was prescribed medication, though the specific medication is unknown. The patient will take a break in service (bis) due to the skin irritation. The patient confirmed following the recommended skin preparation steps. The patient has no history of skin sensitivity or allergies. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while unitlizing the electrode pad - foam - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has no known skin sensitivity or allergies to metals or adhesives. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is 84 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026, the patient reported skin irritation while using the mcot device with flexwire configuration. The patient experienced general redness, itching, rash, and blisters/welts. The electrode lot number associated with the irritation is 250226-0373. The patient sought medical treatment for the skin irritation and was prescribed medication, though the specific medication is unknown. The patient will take a break in service (bis) due to the skin irritation. The patient confirmed following the recommended skin preparation steps. The patient has no history of skin sensitivity or allergies.